Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported at the connection of the homechoice cassette line and the supply bag, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell two of five of peritoneal dialysis therapy. During the troubleshooting, it was reported that "it was a bit wet under the supply bag¿. The patient stated that ¿the leaking occurred at the connection, at the port where the tubing is located¿; further stating that ¿there were droplets on the floor¿ and when the leak was noted ¿it had not leaked a lot¿. Renal therapy services (rts) advised the patient to disconnect and start over with a new cassette and bags. Rts reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.